Event description:
The user facility reported that their advantage plus endoscope reprocessing system was running a cycle when the glass on the right lid cover shattered. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and confirmed that the tempered glass lid on the right side of the unit was shattered. Based on the technician's inspection, a root cause of the reported event could not be determined. While onsite the technician replaced the lids on both sides of the unit. The unit was tested, confirmed to be operating according to specifications, and returned to service. The device history record was reviewed and confirmed the device was manufactured to specification; no abnormalities were noted. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.